Event description:
Facility reports that while transferring a patient to shower chair, using the viking m that the sling bar broke dropping the patient back to the chair. No injury was reported.

Manufacturer narrative:
Sling bar will be returned to manufacturer for analysis.